Event description:
The customer reported that they received an erroneous result for one patient sample tested for immunoglobulin m (igm). The sample initially resulted as 359 mg/dl and this value was reported outside of the laboratory. The customer's client questioned the result as the result was not consistent with the clinical presentation of the patient. The patient typically recovers higher igm values from 6000 to 7000 mg/dl. The customer then repeated the sample and received a clot error. The sample was manually diluted at a 1:2 dilution and repeated a second time, resulting with a flagged value that was greater than the test range. The customer did not provide the actual value. The sample was manually diluted at a 1:4 dilution and repeated a third time, resulting as 7352 mg/dl. The sample was then manually diluted at a 1:5 dilution and repeated a fourth time, resulting as 7100 mg/dl. The repeat value was believed to be correct and a corrected report was issued for the 7100 mg/dl value. The patient was not adversely affected by the event. The igm reagent lot number was 65491301 with an expiration date of 01/31/2014. The field service representative determined that there was a mechanical failure of the sample probes. He replaced the sample probes, reagent probes, and all syringes. He performed sample and reagent flow checks; both passed. He performed calibration, quality control, and a precision run. The precision run passed. The field service representative later noted that the issue was related to a bad patient sample since all other tests for the sample gave clot alarms. He states that the technologist should have followed their procedure of filtering and diluting the sample, then to repeat all tests. He states that he did change the syringes and probes, but did not find anything wrong with them. He said that the syringes and probes were due to be changed.

Manufacturer narrative:
A specific root cause could not be determined. Based on the information provided, it can be assumed that high igm concentrations far above the measuring range of the assay were present in the sample. Such a sample may interfere with turbidimetric assay techniques as claimed in labeling. The observed clot errors of the undiluted sample might be caused by clots due to irregular hemostasis and or high viscosity of the specimen. There is no evidence for a malfunction of the assays or the analyzer. The patient was not adversely affected by the reported results.

Manufacturer narrative:
The customer stated that the involved patient has a history of high igm.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.